Event description:
This complaint originated as a result of the biomedical technician calling corporate product surveillance on (B)(6) 2010 to report 2 xenium xph150 dialyzers that had blood leaks (one right after the other) on the same patient on the same day ((B)(6) 2010). Both blood leaks were from the fiber. Both of the blood leaks occurred at the beginning of treatment and were discovered visually and by blood leak alarms occurring on the machines. They were both confirmed by a hemastix test at the dialysis drain line. The estimated blood loss to the patient was approximately 250 milliliters (ml's) each time for a total of 500 ml's. The blood was not returned to the patient. The first and second dialyzers were replaced and the third dialyzer set up ran with no problems. Hospitalization was not required. The dialyzer's were single use dialyzers and were not reused.

Manufacturer narrative:
(B)(4). The device was reported as available but has not been received. If the device is returned for evaluation then a followup medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: seven dialyzers were received for evaluation; 2 actual complaint samples and 5 companion samples. A visual inspection was performed on all samples and no obvious defects were found. Baxter was unable to completely decontaminate the 2 actual samples due to clotted blood at the venous and arterial dialyzer ends; therefore, further testing could not be performed. The 5 companion samples were tested for leaks and no leakage was found. The manufacturing records, process inspection records and release inspection records of the lot involved were reviewed and no abnormality was found. The lot was confirmed to have been manufactured under normal conditions. Also, retained samples of the lot involved were visually inspected and no damage was found on the hollow fibers. After priming, air was applied to the retained samples under flooded conditions for the implementation of the leak test and no fiber or other leak was observed. A trend review was performed and similar reports have been received. Baxter will continue to monitor this product line and will take corrective/preventive action as appropriate. The root cause of the reported blood leaks could not be identified.

Event description:
It was reported by the clinician that they have been experiencing difficulty with leaking in the (B)(4) tubing set. The leaking occurs at the cap that is attached to the y connection. This occurrence in the pt sometimes causes blood, saline or meds to leak. There have been no pt complications reported.